Manufacturer narrative:
The subject product was discarded by the user facility and was not returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported leakage into the battery compartment. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This file represents the second hydrosurg irrigator used. An additional MDR was created for the first device. Discarded by user facility.

Event description:
It was reported that two hydrosurg irrigators used in the same case were leaking at the battery pack. A third hydrosurg was then used to complete the case without further issue. There was no patient injury reported.